Manufacturer narrative:
Unit had unresponsive buttons due to flattened (creased) all buttons dome switch. No unlocked keypad connector noted. Unable to perform self-test, rewind test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and displacement test due to unresponsive button. Unit had minor scratched lcd window, cracked reservoir tube lip and stained address/serial number label.

Event description:
The customer reported via phone call that the customer experienced high blood glucose and issues pressing the buttons as well. They took off the set and they could not get drops to come out. The blood glucose at the time of the incident was 222 mg/dl and over 200 mg/dl. The customer was assisted with troubleshooting and declined. The device was returned for analysis.